Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) to discuss that the patient's premature ventricular contraction (pvc) seem to initiate sudden brady response (sbr) events. Ts discussed the algorthym and inquired if the clinician feels sbr should be programmed on in the device based upon the patient's condition. The clinician noted that the patient has a history of syncope, thus they felt it was best to leave it programmed on. It was also noted that these events seem to be group on certain days. The field representative is attempting to obtain additional information regarding the cause of the syncopal episodes. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.